Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24404. It was reported that an asymptomatic patient presented with noise over-sensing on the atrial lead causing inappropriate automatic mode switches. Noise was also noted on the right ventricular lead. Physician chose to continue monitoring. Patient was stable after the event.